Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. Cause was unknown, and a specific bg value was not provided. A correction injection was administered to address bg level. Tandem technical support reviewed pump data and determined the pump functioned as intended. Multiple follow up attempts were to follow up with the customer, however, a response was not received. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.